Event description:
The reporter indicated that an implantable collamer lens of unknown model and size was implanted into the patient's eye on an unknown date. Low vault was reported at patients post-op appointment. No further information has been provided. Attempts to obtain additional information have not been successful. If additional information is received a supplemental medwatch report will be submitted.

Manufacturer narrative:
Claim#: (B)(4).